Event description:
It was reported that the patient experienced that the cylinder was herniating (left side) about 10 years ago but decided not to do anything until now. The previous inflatable penile prosthesis (ipp) 18 cm cylinders and pump were replaced with new 21 cm cylinders and pump. Old 65 ml reservoir was left in patient. A new 100 ml reservoir was implanted on the right side. The patient had a satisfactory outcome. Additional information received. The cylinder did not cause any trauma to the patient.

Manufacturer narrative:
Device analysis: the returned device was analyzed as the reported allegations of cylinder herniation were confirmed. Analysis found the root cause to be bulging as the probable cause of the event, as the identified cylinder bulge could lead to the reported allegation of cylinder herniation. One of the cylinders had a bulge present along with broken fabric threads and a hole with avulsion of the outer tube. This cylinder was not leak tested due to the bulge; product analysis did not deem further inflation of cylinder safe nor necessary. The pump krt was worn to the filament and leaks were identified attributed to wear and fatigue. Product analysis concluded the identified cylinder bulge confirmed the reported events.

Event description:
It was reported that the patient experienced that the cylinder was herniating (left side) about 10 years ago but decided not to do anything until now. The previous inflatable penile prosthesis (ipp) 18 cm cylinders and pump were replaced with new 21 cm cylinders and pump. Old 65 ml reservoir was left in patient. A new 100 ml reservoir was implanted on the right side. The patient had a satisfactory outcome. Additional information received. The cylinder did not cause any trauma to the patient.